Manufacturer narrative:
MDR 3003442380-2024-02714- device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced two infusion sets cannula bent events. The events occurred within 3 or more hours after insertion. The infusion set was in use for 1 or 2 hours and was inserted in abdomen. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.